Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient reported to the clinic for a follow up with a sore at the incision site. The physician determined the wound to be infected and explanted the patient's implantable cardioverter defibrillator (ICD) system. The patient was stable throughout.